Event description:
Additional information was obtained from the treating physician who indicated that while he did not know the final cause of death, he did not feel that the death was related to vns. Attempts for product return have been unsuccessful to date as the funeral home was uncertain if they were explanted at the time of death, and do not have any devices to return. Additionally attempts for a death certificate have been unsuccessful as the state will not provide that information to the manufacturer. A sudep evaluation was performed on the patient's death and it was determined to be unlikely sudep as the patient passed away at a hospital. A review of programming history, available in house revealed that the last available diagnostics were within normal limits. No additional information has been provided.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient had died of causes epilepsy, unspecified and unspecified convulsions. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death did not meet the criteria for classification of sudep. There is no allegation or other information indicating that the death is related to vns.

Manufacturer narrative:
.

Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2012, it was reported that the patient died on (B)(6) 2012 at the hospital. The cause of death is not known at this time. The patient was scheduled to undergo a battery replacement on (B)(6) 2012. Attempts for additional information are underway.